Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed gear train corrosion - slight corrosion on surface. Pump analysis also revealed a feedthru anomaly - bridging across insulation. Analysis of the catheter revealed a non-significant indent seen in sutureless connector cup; did not affect infusion. (B)(4).

Event description:
It was reported that the pt's device was removed in (B)(6). The reason for the removal, a motor stall occurred. No pt injury was reported. The pt was sweating, had increased pain and dizziness. The pump was interrogated and it appeared that the pump stated twice. The first stall was on (B)(6) 2011 at 16:20 and restarted itself at 16:39. The second stall was on (B)(6) 2011 at 23:23 and restarted on (B)(6) 2011 at 00:14. On (B)(6) 2011, the pt called at the emergency and said the pump alarm was beeping. The pt scheduled to have the pump removed on (B)(6) 2011. There were also multiple other stalls. The pt was put on medications to make sure that she would not go into withdrawal symptoms. The pt was seen by the neurosurgeon on (B)(6) 2011 and was sent home. The pt's pump and catheter were replaced on (B)(6) 2011. The pt recovered without sequelae. The drug used in the pump at the time of the event was dilaudid. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.